Event description:
It was reported the patient received the following results within 15 minutes: 21 mg/dl at 8:20 am on (B)(6) 2023. 71 mg/dl at 8:25 am on (B)(6) 2023. 256 mg/dl at 8:42 am on (B)(6) 2023. 253 mg/dl at 8:44 am on (B)(6) 2023. 98 mg/dl at 8:55 am on (B)(6) 2023.